Manufacturer narrative:
The reported field event of possible high voltage (hv) circuit damage was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The analysis revealed the charging circuit of the device was damaged. The cause of the damage could not be conclusively undetermined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the emergency room after their device vibrated. Upon review, it was noted that the implantable cardioverter defibrillator exhibited an alert for high voltage circuit damage. Patient had no external defibrillator or external electrical interference. It was also noted that the device exhibited high capture threshold on the atrial channel. The device was explanted and replaced. The patient was stable.